Event description:
A 6mm x 28mm bridge flexible biliary stent was inserted in a pt for the treatment of a stenotic superficial artery in 2002. Vessel morphology was reported to be non-tortuous. The amount of calcification and stenosis is unknown. It was reported that the physician initially used a "standard" 7 french sheath to advance the 6mm x 20mm bridge assurant over the bifurcation. However, the length of the device was 2cm short of the lesion; therefore, he exchanged the device to a 6mm x 30mm bridge assurant stent. It was reported that this device could not be advanced through the sheath; therefore the physiscian removed the device and the sheath from the pt and placed a 7 french long arrow sheath. The physician then tried to unsuccessfully advance 6mm x 28mm bridge flexible biliary stent. Upon removal of this device from the pt, it was reported that all 3 stents were dislodged off the balloon onto the guidewire in the iliac artery. The physician was unable to snare the stents; therefore, the stents had to be surgically removed. It was reported that the femoral lesion was surgically treated. No add'l clinical sequelae were reported and the pt is fine.